Event description:
A (B)(6) female patient contacted zoll customer support to report constant vibration from the device. Further communication with the patient's nurse revealed that because of the constant vibration and a flashing red display, the device would not enter normal monitoring mode. When a patient service representative (psr) visited the patient to troubleshoot, the psr reported a service code 33 - test adapter fault. The issue was isolated to the electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant vibration/ flashing display/ code 33) was confirmed. As received, the trunk cable connector housing was broken. The cause of the faults is likely poor contact between the belt and monitor. The cause of the poor contact is the damaged connector housing. The root cause for the damaged connector housing cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.